Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Unit returned with its original pouch overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn and lot provided by the customer. The guidewire was inspected, and it was noticed that the polymer jacket was detached at the very tip and not returned confirmed, also, the distal tip was found bent. The device was measured in three sections (distal - medium - proximal) and were within specification.

Event description:
It was reported that tip detachment occurred. The patient presented with chronic critical limb ischemia (cli). The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified pedal vessels. A 300 cm savion flx guidewire was inserted to the lesion. However, the guidewire tip curled up in the occluded segment and it was noticed that the tip broke off. Coyote balloon was being used as a catheter. The wire was removed but the tip was left in a very small occluded segment. The procedure was completed with non-bsc device. No patient complications were reported.

Event description:
It was reported that tip detachment occurred. The patient presented with chronic critical limb ischemia (cli). The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified pedal vessels. A 300 cm savion flx guidewire was inserted to the lesion. However, the guidewire tip curled up in the occluded segment and it was noticed that the tip broke off. Coyote balloon was being used as a catheter. The wire was removed but the tip was left in a very small occluded segment. The procedure was completed with non-bsc device. No patient complications were reported.